Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a right thoracotomy procedure, on the second firing with a white reload, the device fired all the way through; however as the knife was returning, it got stuck in the track and didn't return all the way, so the device would not fully open. The device was on the pulmonary artery. The manual override did not work to allow removal of the device. A pve35a was used to cut the device out. The case was continued without the need for another device. No patient consequences were reported.